Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder type of disorder: hyper immune response') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, hives, skin rash, asthma, asthma, anxiety, cramp in lower abdomen, multiple allergies, low back pain, ache and sensation of heaviness. Concomitant products included medroxyprogesterone acetate (depo provera) from 2012 to 2013 for contraception as well as clobetasol propionate, hydroxyzine since 2013, lorazepam since 2013 and sertraline since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hot flush ("hormonal changes describe: hot flashes"), urticaria ("allergic or hypersensitivity reaction type: hives"), dermatitis allergic ("allergic or hypersensitivity reaction type: eczema"), depression ("psychological or psychiatric problem condition: depression"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, dyspareunia, allergy to metals, vulvovaginal pain, hot flush, urticaria, dermatitis allergic, depression, bladder disorder, migraine, nausea, fatigue and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hot flush, migraine, nausea, pelvic pain, urinary tract disorder, urticaria and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy noted : (B)(6) 2013, (B)(6) 2013 as per follow up discrepancy note date of birth: (B)(6) 1988, (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain') and autoimmune disorder ('autoimmune disorder type of disorder: hyper immune response') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, hives, skin rash, asthma, asthma, anxiety, cramp in lower abdomen, multiple allergies, low back pain, ache and sensation of heaviness. Concomitant products included medroxyprogesterone acetate (depo provera) from 2012 to 2013 for contraception as well as clobetasol propionate, hydroxyzine since 2013, lorazepam since 2013 and sertraline since 2013. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hot flush ("hormonal changes describe: hot flashes"), urticaria ("allergic or hypersensitivity reaction type: hives"), dermatitis allergic ("allergic or hypersensitivity reaction type: eczema"), depression ("psychological or psychiatric problem condition: depression"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, dyspareunia, allergy to metals, vulvovaginal pain, hot flush, urticaria, dermatitis allergic, depression, bladder disorder, migraine, nausea, fatigue, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hot flush, migraine, nausea, pelvic pain, urinary tract disorder, urticaria and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy noted :-(B)(6) 2013, (B)(6) 2013 as per follow up discrepancy note date of birth: (B)(6) 1988,(B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter added, event : abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, hives, skin rash, asthma, asthma, anxiety, cramp in lower abdomen, multiple allergies, low back pain, ache and sensation of heaviness. Concomitant products included medroxyprogesterone acetate (depo provera) from 2012 to 2013 for contraception as well as clobetasol propionate, hydroxyzine since 2013, lorazepam since 2013 and sertraline since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), urticaria ("allergic or hypersensitivity reaction type: hives"), eczema ("allergic or hypersensitivity reaction type: eczema"), depression ("psychological or psychiatric problem condition: depression"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract disorder ("urinary tract disorder") and immune system disorder ("autoimmune disorder type of disorder: hyper immune response"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vulvovaginal pain, hot flush, urticaria, eczema, depression, bladder disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, urinary tract disorder and immune system disorder outcome was unknown. The reporter considered allergy to metals, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, hot flush, immune system disorder, migraine, nausea, pelvic pain, urinary tract disorder, urticaria and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy noted : (B)(6) 2013, as per follow up discrepancy note date of birth: (B)(6) 1988, (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: fallopian tubes were occluded bilaterally. Most recent follow-up information incorporated above includes: on 05-aug-2019: pfs received: reporter information, patient demography, lab data, medical history and concomitant drugs was added. Previously added injury was replaced with pelvic pain. New events "vaginal pain, hormonal changes describe: hot flashes, allergic or hypersensitivity reaction type: hives and eczema, psychological or psychiatric problem condition: depression, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, autoimmune disorder type of disorder: hyper immune response¿ were added. Severity of event pelvic pain and vaginal pain was updated as severe. On 13-aug-2019: medical record received reporter information, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.